Event description:
During removal of vascular access port it was found to be shorter than it was at time of insertion. Cxr revealed a portion of the catheter lodged in the ventricle of the heart. The catheter tip was removed by radiology with no complications. Pt had completed chemotherapy, port access no longer needed. Implanted 2/20/96, explanted 5/23/96.